Manufacturer narrative:
Summary of eval: the complaint was not verified. Eval results indicate the device functioned as intended. The nozzle fractured well after the cement was injected into the canal after hardening with cement.